Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was inserted in the patient's internal jugular vein. The following day, the md confirmed leakage from the insertion area. As a result, the catheter was removed but not replaced. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one single-lumen catheter. The catheter was leak tested with the distal end occluded. A leak was observed at one of the suture wings as soon as pressure was applied. Visual examination found that one of the suture wings was torn resulting in a hole in the catheter. No additional leaks were observed in the catheter body up to the designed skive holes near the distal tip. No other defects or anomalies were observed during microscopic examination of the catheter body. A review of manufacturing records did not yield any relevant findings. Based on the observed damage, operational context caused or contributed to the event. No further action will be taken.